Manufacturer narrative:
(B)(4). The lot was manufactured january 27, 2016 ¿ january 28, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test and a functional flow rate test were performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The device was filled with 4200 mg fluorouracil in 230 ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.